Manufacturer narrative:
Report date: 24aug2021

Event description:
It was reported that while in use, the ventilator¿s screen locked up and the customer could not do anything to the screen. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support. The customer was able to calibrate the touchscreen and the issue was addressed.